Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 57mm abdominal aortic aneurysm.the proximal aortic neck was 31.6x31.3mm in diameter and 13mm in length. It was reported patient presented emergently approximately 6 months post the index procedure complaining of abdominal pain. While the patient's vital signs were stable the physician elected to perform intervention considering the risk of rupture. No obvious endoleak was detected, however it was noted that the aneurysm had a short neck and there was a slight leak on the greater curvature on the side of the neck.the physician implanted a device 36x36x49 after fenestration for the renal artery however this did not resolve the endoleak. As per the physician the cause of the event has been determined as anatomy related. No additional clinical sequelae were reported and the patient will be monitored.